Manufacturer narrative:
The tip of the returned screwdriver shaft has sheared off at a transverse angle. Only 1 of the distal lobes remains intact. The sheared off fragment was not returned to customer quality. The malfunction is most likely due to application of excessive force which exceeded material strength of distal tip for this 9 year old reusable instrument. The 314.116 stardrive screwdriver shaft is an instrument routinely used for screw insertion and removal in several systems. A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Device was used for treatment, no diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. (B)(6). Part 314.116, lot 5603852: manufacturing location: (B)(4), packaging (B)(4). Manufacturing date: november 21, 2007. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the patient had a revision procedure due to discomfort; it is unknown if synthes devices were involved. During the procedure, the distal end of the synthes screwdriver shaft broke. It was noted the broken part was not found but that no medical intervention was needed; it was reported no piece of the device remained in the patient. There was no delay to the surgery time and no patient harm was reported. The procedure was completed successfully. This is report 1 of 1 for (B)(4).